Event description:
During a complaint for poor connection (not a reportable event) the customer stated that there was an intermittent connection condition between the controller and the power supplies. The controller gave a high-priority alarm, the display went blank, and the cac-symbol was flashing. This occurred when the a/c adapter was on port 1 and a battery was on port 2. The pump did not stop running. The customer chose to electively change the controller. During evaluation and testing of the returned unit, a display module malfunction was confirmed. This incidental finding was then re-assessed per our sop, and determined to be reportable.

Manufacturer narrative:
The controller was returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of controller in relation to the reported event. The report from the field initially reported that there was an intermittent connection condition between the controller and the power supplies. Review of the controller log files confirmed that pump was running at the time of the event and did not stop. Analysis of the returned controller found that the display remained blank, the lcds were not functioning, the serial communication failed, and all audible alarms (with the exception of the "no power" audible alarm) did not function. The controller did start and run the pump during bench testing. The malfunctions were attributed to a failed lcd display module. When the lcd display module was replaced with a known "good" module, the controller functioned as intended. The root cause for the failed lcd display module could not be determined. No additional information will be forthcoming.